Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system monitor displayed a "replace backup battery" alarm. The backup battery was exchanged but the alarm still displayed on the system monitor. The battery was then exchanged a second time, but the alarm still did not resolve. The system controller was then exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of replace backup battery alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 4 days ((B)(6) 2024 - (B)(6) 2024 and (B)(6) 2024 per timestamps). Backup battery fault alarms activated due to the load test not passing started on (B)(6) 2024 from 11:00:45 - 12:12:58, briefly clearing from 12:01:09 ¿ 12:01:11 and 12:04:05. The backup battery did not pass the load test due to the unloaded voltage being under the acceptable voltage of 10.2 v. The backup battery fault alarms did not resolve before the reported controller exchange. The backup battery fault alarms did not affect pump operation. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The root cause for the reported event could not be conclusively determined through this analysis; however, a corrective and preventive action (CAPA) was opened to investigate the issue of a backup battery fault due to the backup battery not passing the load test further. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that the exchange of the system controller resolved the alarms.